Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Additional contact information: (B)(6).

Event description:
It was reported that the device has an event of screen turns black and pump stops working during infusion. There was patient involvement, but no harm reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing was performed and the reported issue was not duplicated. The suspected cause is a screen timeout with no interruption of infusion. The device tested normally at the time of evaluation.